Event description:
While troubleshooting the insulin pump, the caller stated that she was using her daughter's insulin pump. The daughter had passed away in a hospital on (B)(6) 2011. The cause of death was colon cancer. The customer was hospitalized on (B)(6) 2011. The customer also had liver and lung cancer. The customer was diagnosed in (B)(6) 2011. The customer had infections from the cancer. The customer's blood glucose at the time of death was unknown, but the caller stated that it was low, since the customer was not eating. The customer was not wearing the insulin pump at the time of death. The hospital disconnected the insulin pump from the customer approximately one week prior to customer's passing. The customer was not using sensors. The insulin pump will not be returned since the customer's mother has been using it for the past year, and there will not be any of the customer's actual data in the insulin pump. No further information is available at this time.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.